Event description:
It was reported that the tubing disconnected from the ¿y site¿ of a y-type microbore catheter extension set. This occurred during infusion of intravenous (IV) fluids. The reporter stated that the disconnection led to minimal blood loss. The IV line was replaced and therapy was able to be continued. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a separation between the tubing and the microbore y-site. Further visual inspection revealed no presence of solvent on the tubing. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to be an infant. The unknown lot number could have been produced in either (B)(4). The addresses for both manufacturing sites are: baxter healthcare - (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.